Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's father reviewed the bolus history, and found a bolus of 15 units that was delivered during the night, while the customer slept. It was stated that there is no way the customer could've programmed that bolus. No button anomalies were reported. Troubleshooting was performed, and the insulin pump passed the self test. Only no delivery alarms were found in the alarm history. The drive support cap was not damaged. Nothing further was reported.